Manufacturer narrative:
This report contains supplemental information for mentor psr reference number: (B)(4). Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left rupture, and capsular contracture; baker grade ii. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number: (B)(4). It was reported that a 45-year-old caucasian female patient underwent revision breast augmentation with 450cc mentor memorygel breast implant on both sides and experienced bilateral breast implant ruptures and bilateral capsular contracture; baker grade ii postoperatively. As a result, the devices were explanted on (B)(6) 2018. On may 13, 2026, mentor became aware that the patient is caucasian, and replacement devices used were serial numbers: (B)(6) on the left side, and number: (B)(6) on the right side. This supplemental medwatch report is for the patient¿s left-sided device.